Event description:
It was reported that a revision surgery was performed on a patient that had received a tm spine implant.

Manufacturer narrative:
At this time the identity of the product is not known. Investigation is being done to determine the product's identity and reason for revision.